Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2020 along with a right ventricular lead. At implantation, the right ventricular lead impedance was 741 ohms. On (B)(6) 2020, during the first follow-up after implantation, it was observed that the right ventricular lead impedance in unipolar configuration was above 3000 ohms. When the doctor attempted to reprogram the ventricular pacing configuration in bipolar, the programmer displayed a message stating that the lead was an unipolar lead. According to the doctor, no anomaly was observed on an x-ray. The patient is not pacemaker dependent. Preliminary analysis results confirmed the reported increase of the right ventricular lead impedance up to a value saturated at 3000 ohms following implantation, and revealed noise oversensing on the ventricular channel, as well as a suspicion of ventricular capture failure during the real time tests performed on 03 november 2020. The most probable hypothesis to explain these events is a lead/pacemaker connection issue at ventricular level.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2020 along with a right ventricular lead. At implantation, the right ventricular lead impedance was 741 ohms. On (B)(6) 2020, during the first follow-up after implantation, it was observed that the right ventricular lead impedance in unipolar configuration was above 3000 ohms. When the doctor attempted to reprogram the ventricular pacing configuration in bipolar, the programmer displayed a message stating that the lead was an unipolar lead. According to the doctor, no anomaly was observed on an x-ray. The patient is not pacemaker dependent. Preliminary analysis results confirmed the reported increase of the right ventricular lead impedance up to a value saturated at 3000 ohms following implantation, and revealed noise oversensing on the ventricular channel, as well as a suspicion of ventricular capture failure during the real time tests performed on (B)(6) 2020. The most probable hypothesis to explain these events is a lead/pacemaker connection issue at ventricular level.